Event description:
The customer reported upon connecting the handpiece to the system, a short circuit occurred. Additional information received stated the event occurred after the first surgery had been completed. During priming and testing of the system for the second surgery, the system suddenly shut down. The following eleven surgeries were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and noted a nonconforming power supply. The power supply was replaced and will be sent for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 04/24/2009.